Event description:
It was reported that the customer received a button error alarm that could not be cleared. The customer's blood glucose was 324 mg/dl. Advised customer to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.